Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraines / headaches") and weight fluctuation ("weight gain / weight loss"). The patient was treated with surgery (hysterectomy {full}, salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, fatigue, migraine and weight fluctuation had resolved. The reporter considered abdominal pain, blood loss anaemia, fatigue, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, fatigue, migraines / headaches, weight gain/ weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.